Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported from a cord blood processing center, that after cord blood was collected and was transferred to the freezing bag of the device, the technician proceeded to use a heat sealer to seal the compartments of the freezing bag prior to freezing, when a hole appeared in the seal. An attempt was made to reproduce the center's report at the laboratories of the customer, trialing 10-15 bags, after putting the bag in the fridge 4 degrees c with complete blood + anticoagulant cpd. The issue re-occurred during normal conditions of use at the stage the bag is filled with blood (both with or without dextran) when sealing the compartment prior to cryopreservation. All sealers were checked and the operator's training was verified. The bags to be sealed were not wet. The hole is made when the sealer head enters in contact with the bag: a flash and burning of the bag is seen, that causes the leakage. The sealer used is a sebra sealer with head n 1106.